Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate the unit and operated the unit with trainer for 2 hours and 30 minutes but could not reproduce the reported malfunction. The fse observed the safety disk was at 6 million cycle and alarms within the error logs of the unit. To resolve this issue, the fse replaced the safety disk at 6 million cycle interval. The fse verified the iabp calibrated and passed all functional and safety tests to factory specifications. Unrelated to the reported issue the fse noticed that the iabp monitor casing is damaged and wires are exposed, due to operator abuse. The fse noted the monitor is not safe for use and requires repair. The unit was not cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon (iabp) went into standby mode unexpectedly while in use on a patient. There was no patient harm and no adverse event reported.

Event description:
The customer reported that the cardiosave intra-aortic balloon (iabp) went into standby mode unexpectedly while in use on a patient. There was no patient harm and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that evaluated the iabp, reported that the iabp has been fully repaired and cleared for clinical use. Refer to mfg report number 2249723-2020-00335 for details of the additional repairs made.